Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on 05/04/2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation, dry skin underneath the sensor pod area. The area was prepared with soap and water before placing the sensor on the body. There is no documentation of scarring or systemic involvement. The skin reaction was treated with a prescription of oral medication (fexofenadine, dosage unknown but given every day and over-the-counter topical medication (fucidin) as needed. On 06/02/2026, dexcom technical support contacted the reporter back to clarify the medication, and it was stated that the medication was prescribed by the healthcare provider specifically for the issue with the sensor. At the time of the report, the patient¿s condition was unspecified. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.